Event description:
It was reported that the patient reported intermittency with her hearing with her implant over a month ago. A new speech processor was programmed and sent to her, however this did not resolve the problem. On sunday, (B)(6) 2011, the implant suddenly stopped working. Since the episode she has not heard any sound. Testing carried out confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.